Event description:
Pt had a esophageal balloon dilatation procedure. Balloon catheter 18-20mm lot 27162405, exp 4/19/2023, ref# m00558380 was used initially for the dilatation and as it was threaded into the egd scope #2105364 there was resistance noted mid halfway. Attempt was done 3 times by dr. But unable to smoothly thread inside to do the dilatation. Soft guide wire was used to check patency of the egd scope and it went in smoothly. Tried to use a 15-18mm balloon and it went in easily. Balloon dilatation 15-18mm was done with no difficulty. Used another set of 18-20mm balloon dilatation and it went through easily then balloon dilatation was done using a different balloon. FDA safety report ID# (B)(4).